Manufacturer narrative:
H.6. Investigation: two unused samples were returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Sets were attached to an IV bag filled with saline and successfully primed. The sets were allowed to drain and the flow stopped when the blue ball sank to the bottom of the drip chamber. The customer complaint that the ball in the drip chamber was fully seated air in line was identified could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2202-0007 lot number 11522558 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of air bubbles / air in line with lot #20116052 regarding item #11522558.

Event description:
It was reported that air was found in the as lvp 20d 3ss cv bv line during use. The following information was provided by the initial reporter: "after the ball in the drip chamber is fully seated, air is being identified in the line."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air was found in the as lvp 20d 3ss cv bv line during use. The following information was provided by the initial reporter: "after the ball in the drip chamber is fully seated, air is being identified in the line."